Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to an alert from their device. The right ventricle (rv) lead had a high number of v-v intervals and a large number of non-sustained tachycardia episodes which triggered a lead integrity alert (lia). The lead was explanted and replaced.no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.